Event description:
It was reported that during use, the tibial impactor fractured. All pieces were removed from the wound and there was no patient impact. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: event occurred in new zealand. The reported event was unable to be confirmed; no product returned or pictures were provided so visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as lot number was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.